Event description:
The complainant reported a (B)(6) year old caucasian male with history of coronary artery disease (cad), implantable cardiac monitor (icm), non-st-elevation myocardial infarction (nstemi) in march, atrial fibrillation (afib), chronic kidney disease (ckd), and diabetes mellitus (dm). Patient had a ventricular fibrillation (vfib) arrest, defibrillated, return of spontaneous circulation (rosc). The patient also had gastrointestinal bleeding (gi bleed). Patient was found to have three-vessel disease (3vd) and stent to left anterior descending (lad). The patient continued to worsen, brought back to the cath lab and impella cp was placed easily in the left groin. Patient had oozing from every access site, decision was made to leave peel away in place and patient also has a large body habitus and panis. The echocardiogram (echo) and the pump was close to or on the mitral valve (mv) and the patient developed an mv rupture, the decision was made to wean the pump and remove it, removal of the pump was successful though peel away sheath. The patient now has significant mitral valve disease and required another pump to be replaced. Patient received three (3) units of blood. The patient will need some kind of mv repair when patient is stable enough.

Manufacturer narrative:
The mitral valve injury and regurgitation was could have been due to improper pump position, abiomed was unable to determine as the pump and data were not returned and clinical imaging was not provided.